Event description:
It was reported that an unspecified system error (se) occurred on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis, service history review and/or device history review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.